Event description:
A caller reported a cgm error 42, which had occurred three or more times on the current pump. There was no reported adverse impact to the customer's blood glucose level. Technical support resolved the issue by arranging to replace the pump, which was confirmed to be under warranty. The caller was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within ten days. The customer planned to continue using the current pump as backup therapy.